Event description:
The patient's spouse reported that the previously working remote monitor had no power. The patient was not with the monitor; however, tested the power outlet that the monitor was connected to and the outlet worked. Therefore, replaced the power cord. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.